Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable hemoglobin a1c results for an unknown number of patient samples over two days and stated several reports had to be corrected. The customer stated the issue has been intermittent since (B)(6) 2014. Of the data provided for 10 patient samples, only the results for seven samples were discrepant. Patient sample 1 initial result was 8.6% and the repeat result was 11.8%. Patient sample 2 was 9.6% and the repeat result was 6.8%. This patient was a (B)(6) female. On (B)(6) 2015: patient sample 3 initial result was 9.1% and the repeat results were 6.1% and 8.8%. Patient sample 4 initial result was 11.8% and the repeat result was 6.1%. Patient sample 5 initial result was 10.1% and the repeat results were 7.4% and 7.6%. This patient was a (B)(6) male. Patient sample 6 initial result was 12.2% and the repeat result was 16.1%. This patient was a (B)(6) male. Patient sample 7 initial result was 8.6% and the repeat results were 5.9% and 9.2%. This patient was a (B)(6) male. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number was 69655201 with an expiration date of 07/31/2015. The field service representative found there were aged reaction cells and replaced them. The customer ran calibration, qc, and precision testing which passed.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.